Event description:
Customer called stating that their meter was reporting normal results, although customer had to be hospitalized for hyperglycemia and ketoacidosis. Upon arrival at the hosp their blood glucose was over 600 mg/dl. Customer remained in the hosp for a total of 5 days. During troubleshooting co found that the customer was using improper technique to acquire a reading. The customer was instructed on the proper technique. Co explained that a check strip and normal control solution are also required to continue troubleshooting. These products were sent to the customer as well as a user guide, as customer could not find theirs. Customer asked to call back when customer receives these items.